Event description:
It was reported that the patient underwent a surgery for unknown reason involving a sling device. An artificial urinary sphincter (aus) was implanted. There were no patient complications.

Manufacturer narrative:
Additional information reported that this is not a boston scientific device.

Event description:
It was reported that the patient underwent a surgery involving a non boston scientific sling device. The sling did not work very well and the patient was experiencing incontinence. An artificial urinary sphincter (aus) was implanted. There were no patient complications.